Event description:
PICC line in r medial cubital vein placed 11/25/96. Pt called reported PICC line broke at hub. Pt clamped PICC line with clamp until rn's arrival. 18" catheter removed without difficulty. New PICC inserted.